Event description:
This is a report of a home patient (hp) who was diagnosed with and had surgery for an umbilical hernia. The peritoneal dialysis registered nurse (pdrn) stated that the patient is a waitress and does a lot of heavy lifting at her job. The patient had an umbilical hernia repair and was placed on back up hemodialysis therapy for approximately 2 weeks and will resume pd therapy. Per the pdrn, the patient did not experience any overfill events that may have contributed to the hernia event. The patient did not have a hernia prior to the start of pd therapy.

Manufacturer narrative:
(B)(4). Onset of hernia unknown. A device and service history review were performed with no issues noted. Should additional relevant information become available, a follow up MDR will be sent.